Event description:
Reportedly during decortication of lamina at l4-s1, 2 out 5 orthopedic drill tip fractured off inside the lamina. Surgeon was unsuccessful at retrieving two tips. He elected to leave the device tips in place. He selected a different trajectory around it to complete the spinal fusion case. Bilateral posterior fixation was achieved. Reportedly the young patient had very dense posterior bone.

Manufacturer narrative:
Device remains in patient and no evaluation of device can be completed. The root cause is unknown, but may be the result of surgical technique (excessive torsional force) and possible anatomical conditions (dense bone as reported), causing seizing of the drill tip in the bone.